Manufacturer narrative:
The clinical nurse specialist, called for a gas loss alarm. She stated she had been called to the ICU for the same patient, had discussed earlier. Clinical nurse stated there had been multiple gas loss alarms, but the bedside nurse had used the iab fill key to resolve it. Verified there was no blood or discoloration in the helium tubing. Nurse stated the pump had only alarmed gas loss 1 times since using the iab fill key and most of the alarms were in a 10 minute time frame. No harm or injury to the patient was reported. Esp personal explained the proper troubleshooting for anytime the gas loss alarm sounded: check the helium tubing for blood or discoloration. Press the iab fill key for 2 or 3 seconds, press start and check the helium tubing again. Reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time. The balloon was placed axillary, and the disclaimer was provided. Nurse explained all the troubleshooting steps she had performed. Esp personal gave recommendation would be to exchange the pump if the alarm went off more than 2 times in an hour with proper troubleshooting.

Event description:
It was reported by the customer through emergency support program that the sensation plus 50cc had a gas loss alarm. The clinical nurse specialist, called for a gas loss alarm. She stated she had been called to the ICU for the same patient, had discussed earlier. Clinical nurse stated there had been multiple gas loss alarms, but the bedside nurse had used the iab fill key to resolve it. Verified there was no blood or discoloration in the helium tubing. Nurse stated the pump had only alarmed gas loss 1 times since using the iab fill key and most of the alarms were in a 10 minute time frame. No harm or injury to the patient was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation, investigation findings).